Manufacturer narrative:
Of the 2 patient samples involved, 1 sample was returned to the manufacturer for investigation. For the one sample that were returned the ft3 values were reproduced in the investigation. Upon investigation of the patient samples, an interferent against a component of the ft3 reagent was confirmed. This interference is covered in product labeling.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of questionable thyroid results for two patient samples tested on a cobas 8000 e 801 module. The patient samples were submitted for investigation. For sample 1 discrepant results were identified for elecsys tsh, elecsys ft3 iii, and elecsys ft4 iii assays between the customer's e801 module and an e801, an e601, an e411 module, and the centaur method used at the investigation site. For sample 2 discrepant results were identified for elecsys ft4 iii assay between the customer's e801 module and the centaur method used at the investigation site. This medwatch will cover ft3 iii. Refer to medwatch with patient identifier (B)(6) for information on the tsh results and medwatch with patient identifier (B)(6) for information on the ft4 iii results. It was asked but not known if erroneous results from the customer site were reported outside of the laboratory. There was no allegation of an adverse event. The customer's cobas e801 serial number was (B)(4). The serial number for the cobas e801 used at the investigation site was (B)(4). The tsh reagent lot used on this cobas e801 was 365417 with an expiration date of 29-feb-2020. The ft4 iii reagent lot used on this cobas e801 was 380330 with an expiration date of 31-dec-2019. The ft3 iii reagent lot used on this cobas e801 was 348359 with an expiration date of 31-oct-2019. The serial number for the cobas e601 used at the investigation site was (B)(4). The tsh reagent lot used on this cobas e601 was 373386 with an expiration date of 30-jun-2019. The ft4 iii reagent lot used on this cobas e601 was 378826 with an expiration date of 31-aug-2019. The ft3 iii reagent lot used on this cobas e601 was 341685 with an expiration date of 30-jun-2019. The serial number for the cobas e411 used at the investigation site was (B)(4). The tsh reagent lot used on this cobas e411 was 373386 with an expiration date of 30-jun-2019. The ft4 iii reagent lot used on this cobas e411 was 378826 with an expiration date of 31-aug-2019. The ft3 iii reagent lot used on this cobas e411 was 341685 with an expiration date of 30-jun-2019. The investigation is ongoing.